Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 586 mg/dl. Customer was hospitalized had a urinary tract infection. The customer was treated and released. The customer was wearing the insulin pump during the hospitalization. Customer returned to the hospital on (B)(6) 2017 with blood glucose between 400 mg/dla nd 500 mg/dl. Troubleshooting was performed and customer declined to check for leaks or air bubbles and site or insulin issues. Insulin pump failed high pressure twice. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case. The insulin pump passed the displacement accuracy test.